Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the customer reported an issue where a message indicated that the endoscope was not connected. The led indicator at the endoscope connector intermittently showed blue, and no related errors were found in the logs. Despite trying three different endoscopes, the problem persisted, requiring the endoscope to be held in a specific position for an image to appear. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer through a hard power cycle of the system, a reseating of the orange fiber cables, and a visual inspection of the endoscope controller (ec) receptacle, but the issue remained unresolved. The call was dropped, and it was unclear how the customer would proceed with the procedure. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested the system and reproduced the reported issue. The fse replaced the endoscope controller (ec) on the vision side cart (vsc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The endoscope controller was analyzed. Upon visual inspection, no issues were found that would be related to the reported failure. The unit was installed and tested into an in-house printed circuit assembly (pca) system where the component functioned as expected. The issue could not be replicated. The complaint was confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and failure analysis results. While the field evaluation confirmed the issue, in-house testing was unable to replicate the reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.